Manufacturer narrative:
After additional correspondence with the local staff, it was clarified that the stent was partially released inside the patients body before it was withdrawn. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 12 mm. The stent has been partially released. The distal stent portion of trapped between the distal end of the outer shaft and the distal radiopaque marker. The outer shaft is slightly flared at its distal end and the distal stent stopper is deformed, indicating that the stent was pulled in distal direction which was most likely a consequence of the partial stent release and induced during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The handle was returned closed and undamaged. The proximal outer shaft is well sliced and has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. It should be noted that pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the mid sfa. The stent jammed and could not be released in the lesion. The device was retrieved.